Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is removing cartridge air bubbles with an empty syringe, and pulling/re-using insulin. Clinical support advised customer that removing cartridge air bubbles with an empty syringe and pulling/re-using insulin, is off label per the tandem user guide. Customer¿s blood glucose level was 214-317 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).